Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone his transmitter having poor battery longevity, and that it did not flash when connected. The customer was unable to complete troubleshooting as he needed to treat a blood glucose value of 46 mg/dl. The customer stated he would call the helpline back.